Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-21618844-(B)(4): the tip is attached to the fiber; the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe char surface, and indications of slight melting on output window; the outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the product complaint "tip of fiber came off" could not be confirmed. A glass cap fracture was observed; the probable root cause of the failure is heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at 51:25 minutes, 322, 245 joules while using the surgical fiber during a prostate procedure, the doctor noticed the issue with the tip when he was about to reinsert the fiber into the laser sheath. The fiber tip was not observed in the bladder and is assumed to have detached outside the field or flushed out through the cystoscope. The fiber was replaced and the procedure completed using a second surgical fiber. There was no injury reported.